Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-01547 and 3005099803-2010-01548 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, during the procedure, the blue active indicator light came on, only to switch off without ablation or roll-off being achieved; no rise in impedance occurred. The account indicated that the operation was repeated 10 times with different timing intervals with no success. Additionally, the electrode was swapped to no avail. The procedure was completed using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) - (insufficient roll-off). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-01547 and 3005099803-2010-01548 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, during the procedure, the blue active indicator light came on, only to switch off without ablation or roll-off being achieved; no rise in impedance occurred. The account indicated that the operation was repeated 10 times with different timing intervals with no success. Additionally, the electrode was swapped to no avail. The procedure was completed using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate bone. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).